Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the mildly calcified left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. A guide extension catheter was added but still it failed to cross the lesion. The device was tried to pull back inside the guide catheter and was unsuccessful even after multiple attempts. Then, it was tried to pull the wire, guide and stent back through the sheath but was also unsuccessful. A second sheath was started in the right femoral artery, just distal to the 1st sheath. The device was completely removed from the patient's body by a snare and out of the second sheath that was started. The procedure was completed with a new 4x38 synergy stent and no patient complications were reported.